Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with high ventricular thresholds. The lead was capped and replaced. No mention of patient symptoms or condition post procedure. No additional information available.